Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, customer had difficulties with the needle and blood begins to pass into the holder causing spills on unspecified number of devices. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, customer had difficulties with the needle and blood begins to pass into the holder causing spills on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Functional tests were conducted on 30 retained samples. Two of these samples failed the functional test due to sleeve leakage observed from poor sleeve recovery. Another functional test was conducted on the 30 retained samples, where all samples passed, showing proper activation with no defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.